Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited double beeping. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
D9: 15-oct-2024. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log and functional testing confirmed the customer's reported issue. The cause is the downstream occlusion (dso) sensor. The dso sensor was replaced.